Event description:
It was reported that deflation failure and removal difficulty occurred. The target lesion was located in the left main (lm). A 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, after implanting the stent, the delivery system balloon only partially deflated and could not pulled through the guide catheter. The guidewire, guide catheter, and balloon were removed together. The procedure was successfully completed with no patient complications, and the patient is doing well.

Event description:
It was reported that deflation failure and removal difficulty occurred. The target lesion was located in the left main (lm). A 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, after implanting the stent, the delivery system balloon only partially deflated and could not pulled through the guide catheter. The guidewire, guide catheter, and balloon were removed together. The procedure was successfully completed with no patient complications, and the patient is doing well. It was further reported that the doctor tried to deflate the stent balloon for two minutes but the balloon did not deflate completely. Therefore, the system has been pulled out completely.